Event description:
On (B)(6) 2015, the reported contacted animas alleging the patient¿s blood glucose on an unspecified date was 67 mg/dl with cognitive impairment, abdominal pain, and extremity numbness. Reportedly, the time and date reset when the battery was removed for less than 24 hours. It was reported the patient also suffered from celiac disease and stomach pain, which may have contributed to the reported health condition. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hypoglycemia was attributed to a reported time and date reset malfunction with the pump.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.